Manufacturer narrative:
Device not returned.

Event description:
It was reported that the multigen radiofrequency generators temperature was not rising high enough for the intended procedure. As a result of the event the procedure was canceled and rescheduled after the patient was under local anesthesia. There were no adverse consequences or medical intervention required.

Event description:
It was reported that the multigen radiofrequency generators temperature was not rising high enough for the intended procedure. As a result of the event the procedure was canceled and rescheduled after the patient was under local anesthesia. There were no adverse consequences or medical intervention required.